Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pilot tube came detached from ett when rt was placing air in the balloon and the seal was not maintained, leading to immediate extubation and re-intubation". Patient condition reported as "critical" but unknown if the condition was contributed by this event as patient was in the ICU prior to the reported event.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided a photo for evaluation. A visual exam was performed on the photo and it was observed that the inflation line was detached. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the probable cause could not be determined. The manufacturing site reports that 100% inspection was conducted on side arm assembly; therefore, any defects of this type would be detected prior to release from the manufacturing facility. It is possible that the issue occurred due to user handling, although this could not be confirmed. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the pilot tube came detached from ett when rt was placing air in the balloon and the seal was not maintained, leading to immediate extubation and re-intubation". Patient condition reported as "critical" but unknown if the condition was contributed by this event as patient was in the ICU prior to the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pilot tube came detached from ett when rt was placing air in the balloon and the seal was not maintained, leading to immediate extubation and re-intubation". Patient condition reported as "critical" but unknown if the condition was contributed by this event as patient was in the ICU prior to the reported event.